Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. No lot number was indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. (B)(4).

Event description:
A surgeon reported the following events during cataract extraction with intraocular lens (iol) implantation. After the iol was implanted, while performing hydrosuture, the cannula detached. This resulted in a slight perforation of the capsular bag, and vitreal hemorrhage was noted. There was no vitreous leak and no supplementary surgical procedure was performed due to the event.